Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer stated blood glucose (bg) level was not checked and declined to check. Reportedly, manual injections would be used for insulin therapy.